Manufacturer narrative:
Internal report #(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212, 190 and 196 mg/dl. The customer's expected fasting blood glucose test result range is 90-115mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 190mg/dl and 196 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/24/2018 and open vial date is 8/16/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 180mg/dl (B)(6) 2016 01:46 am fasting: yes. The 168mg/dl (B)(6) 2016 01:45 am fasting: yes. The 182mg/dl (B)(6) 2016 01:43 am fasting: yes. The 212mg/dl (B)(6) 2016 01:42 am fasting: yes. The 185mg/dl (B)(6) 2016 02:33 pm fasting: no. Memory concerns:212mg/dl, 182mg/dl, 168mg/dl, 180mg/dl customer states the time and date was never set on the meter. Customer states all readings are from this morning (B)(6) 2016, except the last reading of 185mg/dl which as on (B)(6) 2016 before bed. Customer concerned with all the readings from this morning, customer states he even is concerned about the back to back tests performed while on phone because he still has had nothing to eat or drink.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212, 190 and 196 mg/dl. The customer's expected fasting blood glucose test result range is 90-115mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 190mg/dl and 196 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/24/2018 and open vial date is 8/16/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:212mg/dl, 182mg/dl, 168mg/dl, 180mg/dl. Customer states the time and date was never set on the meter. Customer states all readings are from this morning 8/26/2016, except the last reading of 185mg/dl which as on (B)(6) 2016 before bed. Customer concerned with all the readings from this morning, customer states he even is concerned about the back to back tests performed while on phone because he still has had nothing to eat or drink.